Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding an unknown patient receiving a baclofen (250 mcg/ml at 74.6 mcg/day) via an implantable infusion pump. It was reported that the hcp had noticed a few days ago that the wrong concentration was entered when programming the patient's pump. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated the patient's identifying information. It was reported that a 8840 was used to program the patient's pump and the units of the drug were entered incorrectly, milligrams instead of micrograms. The error was detected on (B)(6) 2018. No patient symptoms were reported. No further complications have been reported as a result of this event.